Event description:
Patient was revised to address acetabular cup loosening. **update** (B)(6) 2011 - the revision operative report was received. The revision operative report indicated that there was a large amount of debris-filled fluid extending from the intraarticular space all the way to the subfascial space.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular cup loosening. Update the revision operative report was received. The revision operative report indicated that there was a large amount of debris-filled fluid extending from the intraarticular space all the way to the subfascial space. Update litigation alleged the asr hip was explanted due to pain, permanent physical injuries, disfigurement and exposure to excessive levels of chromium and cobalt.